Event description:
The customer reported the clamp mechanism of the mobile holder for the wireless portable detector (wpd) does not hold the detector securely. The wpd feel down during the movement of the mobile wpd holder. There was no one injured.

Manufacturer narrative:
The investigation showed the lock mechanism at the wireless detector mobile holder has been loose. Four screws are not fixed properly. The field service engineer secured the 4 countersunk screws with thread locke (loctite 243). After the repair, the system works as specified. The correction for the "lock mechanism mobile wireless portable detector holder" is in progress for the installed base. (B)(4).